Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip and the test reservoir was installed and did not lock into place. The insulin pump had minor scratched lcd window, cracked battery tube threads and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the o ring of the reservoir compartment came loose and cannot stay locked into place. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.